Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient began experiencing tingling in her feet. No cgm or blood glucose meter readings were reported at the onset of symptoms. Due to the symptoms concerning, the patient was taken to the emergency room (ER). At the ER, the patient¿s cgm reading was 80 mg/dl, while a fingerstick blood glucose test showed 40 mg/dl, indicating a discrepancy. The patient was treated with IV dextrose for hypoglycemia and subsequently hospitalized for one week. At the time of reporting, the patient was described as ¿stable.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.